Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: article entitled " trunnion fracture of femoral prosthesis following a large metal-on-metal uncemented total hip arthroplasty: a case report" written by eachempati kk, dannana cs, apsingi s, ponnala vk, boyapati g, and parameswaran a. D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled " trunnion fracture of femoral prosthesis following a large metal-on-metal uncemented total hip arthroplasty: a case report" written by eachempati kk, dannana cs, apsingi s, ponnala vk, boyapati g, and parameswaran a. Published in arthroplasty on october 28, 2020 was reviewed. Article reports an extremely rare case of a trunnion fracture following a large uncemented metal on metal tha. 29-year-old male implanted with asr xl with aml stem for avascular necrosis. 10 years post up he presented with sudden onset of pain. Patient underwent a revision and was found to have a fractured trunnion of the aml stem. Fretting corrosion was also found at the fracture site. Evidence of metallosis and soft tissue reaction was also found.